Event description:
I used fixodent/poligrip/super poligrip-depending which one was cheaper; from 2000 to late 2005. During that time I developed numbness and tingling in my extremities. I was diagnosed with neuropathy in 2001. It is permanent and will require continued medical attention. Dose or amount: 1. Denture adhesive. Frequency: once daily. Route: po. 2. Denture adhesive. Frequency: once daily. Route: po. Dates of use: 2000 -- late 2005. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.